Event description:
Customer uses product to hold insulin infusion set, places one iv3000 on skin, then a second iv3000 over infusion set. Dressing is not adhering when wet, infusion set dislodges and blood sugar increased.